Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds, high impedance and multiple high rate episodes due to noise. A lead fracture was suspected. The rv lead was explanted and replaced. It was noted that during the revision procedure, the right atrial (ra) lead was damaged during rv lead extraction and therefore was explanted and replaced as well. No patient complications have been reported as a result of this event.